Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release while a patient was on the table, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported that the required medication was removed from a nearby station. Customer confirmed that the drawers were successfully recovered after the procedure completed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that no malfunction was found. The device's logs showed that the drawers were failed by the user. Drawers were tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release while a patient was on the table, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported that the required medication was removed from a nearby station. Customer confirmed that the drawers were successfully recovered after the procedure completed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-apr-2021 to 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system drawer failed. A field service engineer inspected the device and found no failed storage space icon on display. He then powered off the station, removed the drawer out of cabinet, adjusted top drawer position sensor plastic holder, reinstalled drawer back on cabinet and rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced repeat drawer failure main drawer 2.1 & 2.2 while the patient was on table for a procedure. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.